Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Based on the available information, the reported death appears to have been a cascading event of the reported pericardial effusion. A cause for the reported pericardial effusion could not be determined. The reported patient effects of pericardial effusion and death, as listed in the mitraclip system instructions for use, are known possible complications associated with mitraclip procedures. The reported additional therapy/non-surgical treatment and treatment with medications were results of case-specific circumstances, as the patient underwent pericardiocentesis and had medication administered. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
The clip remains in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This is filed to report death. It was reported that on (B)(6) 2021, a mitraclip procedure was performed to treat functional mitral regurgitation (mr) with a grade of 3. An ntr clip was successfully implanted, reducing mr to a grade of <1. It was noted that during the procedure, there were no issues with the device and no pericardial effusion was noticed. However, after the procedure, a pericardial effusion was noticed. For treatment, the patient underwent pericardiocentesis and had medication administered. The physician was unable to determine the cause of the pericardial effusion. The following day, the patient was unable to recover from the pericardial effusion and passed away. No additional information was provided.